Manufacturer narrative:
Continuation of medical devices: 4024-58 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had confirmed fractures. The leads were explanted and replaced. No patient complications have been reported as a result of this event.